Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 4 january 2017. The representative found that a door switch error had occurred. The representative discovered the striking plate for the pressure switch was loose, resulting in the plate moving and coming into contract with the door switch. In turn, resulting in the intermittent door opening and closing issue when contacted. The representative then tightened the plate into place and verified no movement. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system would not fully close. Opening and closing the door did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.